Event description:
Patient spontaneously called in and reported that she accidently took a shower with her pump on last night and it got wet and keeps beeping. Sn (B)(4). She switched to back up pump. Did not miss any doses. No harm done. Sending replacement pump and she will return this one. Dose or amount: 97 nkm, continuous, IV. Dates of use: from (B)(6) 2013 to current. Diagnosis or reason for use: pah.